Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio st (device #2) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st (device #2). An additional emdr was submitted to represent the bard/davol ventralight st (device #1) and the bard/davol ventrio st (device #3). The patient's attorney did not make any allegations regarding the two (2) additional implanted bard/davol ventrio st devices. Not returned.

Event description:
Attorney alleges that on (B)(6) 2015, (B)(6) 2016, or (B)(6) 2017, patient underwent surgery, which included implant of the following unspecified bard/davol hernia mesh devices; ventralight st (device #1) and four (4) ventrio st (device #2) and (device #3). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is only making a claim for an adverse patient outcome against the ventralight st (device #1) and two (2) ventrio st (device #2) and (device #3). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.